Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n166931008, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that at the last refill on (B)(6) 2014, the expected reservoir volume (erv) was 1.6 milliliters (ml) and the actual reservoir volume aspirated was 2.0 ml. A couple of boluses were programmed that day and the patient called and reported that he was not feeling good and that it was as if he was getting too much medication. The patient was broughtback the next week on (B)(6) 2014 and programmed the dose down to the previous rate. However, another volume discrepancy occurred on (B)(6)2015 as the arv was 30 ml and the erv was 1.6 ml. The patient had been complaining of symptoms, had not felt well but could not specify his exact symptoms, over the past month but he had also had a staph infection and was on antibiotics due to another manufacturer¿s stimulator that became infected and so the patient had contributed the symptoms to the infection. The cause of the discrepancies was not known but a dye study was scheduled for (B)(6) 2015. The pump¿s daily dose was reduced to minimum rate and the patient was given oral medications to supplement. The patient reportedly recovered without permanent impairment. This device system delivered bupivacaine and dilaudid. Additional information was requested to pursue the dye study results, resolution and current patient status. Should additional information be received, a supplemental report will be filed.

Event description:
Additional information received reported that the doctor was not able to aspirate the catheter for the dye study, so it was not performed. The patient was referred to a different doctor for replacement. The pump was currently set at minimum rate and was being managed via oral medications (as previously reported). The patient had an infection, unrelated in any way to the device and so they were waiting for that to clear up before they performed surgery.